Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device alarmed -cartridge removed, press ok to begin load process- mid infusion, then once restarted, ran for 1 minute and then alarmed -review delivery program-. No patient injury was reported.